Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017 .it was reported that the patient was under two years of age. No additional patient or event information is available. Labeling indicates that the dexcom cgm system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. . Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.